Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the skull clamp found minimal rotational movement in the swivel lock and a residue buildup was present; the ratchet extension had wear on its teeth. However, these issues are unlikely to contribute to a patient slippage. The internal parts were replaced to adjust the unit according to manufacturer's specifications, the ratchet extension was also replaced and the swivel lock assembly was cleaned. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test. Root cause - the complaint is not confirmed. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was involved in a patient slippage. Additional information has been requested.